Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening in the anterior side assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare reported left side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare reported left side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.